Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Device was not retuned for evaluation as it remains implanted in the patient. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that anchor fractured during surgery and was left inside the patient. Another device was used to complete the surgery. No other patient harm or significant surgical delay was reported.